Event description:
It was reported that a lateral interbody procedure w/plate at l2/3 was performed on (B)(6) 2024. The cage was placed when the surgeon started preparing the screw holes for the accufit lateral plate when he determined that the awls in the set were too flimsy, so he used the drill on a power drill, but that was also having a hard time penetrating the patient's sclerotic bone. He used a spring-loaded awl from another set, but it only went down 20mm. He then asked for a tap. As this set doesn't offer a tap option, he requested the reform taps. When tapping the very hard bone the pedicle screw tap, 5.5mm (c1896-55) broke at the threads. The surgeon tried to remove the embedded piece with vice grips, screw post holding forceps, reverse threaded female removal bits, trephine bits with a reverse thread on power but nothing was strong enough to remove it. He determined that he had no choice but to cut off the prominent post and leave the threaded par to the tap implanted. He then used a longer plate to successfully complete the procedure. There was a twenty-minute delay to the procedure as a result of the broken tap.

Manufacturer narrative:
B2 other serious or important medical event - retained foreign object - broken tip of tap was left in the patient's bone. The procedure was able to be completed successfully without issue or patient injury. H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a lateral interbody procedure w/plate at l2/3 was performed on (B)(6) 2024. The cage was placed when the surgeon started preparing the screw holes for the accufit lateral plate when he determined that the awls in the set were too flimsy, so he used the drill on a power drill, but that was also having a hard time penetrating the patient's sclerotic bone. He used a spring-loaded awl from another set, but it only went down 20mm. He then asked for a tap. As this set doesn't offer a tap option, he requested the reform taps. When tapping the very hard bone the pedicle screw tap, 5.5mm (c1896-55) broke at the threads. The surgeon tried to remove the embedded piece with vice grips, screw post holding forceps, reverse threaded female removal bits, trephine bits with a reverse thread on power but nothing was strong enough to remove it. He determined that he had no choice but to cut off the prominent post and leave the threaded par to the tap implanted. He then used a longer plate to successfully complete the procedure. There was a twenty-minute delay to the procedure as a result of the broken tap.

Manufacturer narrative:
H3 device evaluation - the portion of the tap returned fractured in torsional shear at the line denoting 60mm due to the application of excessive torque. The segment below the 60mm mark to where the surgeon cut flush with the vertebral body was not returned. The use of this tap from a lateral approach into the vertebral body is not proper. This is a pedicle tap for posterior use. Review of device history records found one piece of this lot released for distribution on 8/4/2020 with no deviation or anomalies. Two-year complaint history review found this to be the only report for this part number. No corrective action is necessary due to the improper use contributing to the device's failure.